Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a system implant, upon interrogation at post operation check the atrial lead was noted to be dislodged. The lead was successfully repositioned.